Event description:
The event is reported as: the oxygen tubing on the nebulizer is leaking when it is connected. The incident occurred while nebulized treatments were being administered. No patient injury reported.

Manufacturer narrative:
Device is available for investigation, but has not been received at this time by manufacturer. A follow-up investigation reported will be sent when completed.